Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4) (device operational issue. (B)(4).

Event description:
A nurse reported the footswitch sticking intermittently resulting in a slow response during surgery. The nurse also reported the system was making a noise during the procedure. The same footswitch was used to complete all the cases, but the facility requested to have the footswitch replaced as a preventive measure. There was no patient harm reported. Additional information was requested, but none has been received to date.